Event description:
(B)(4). Event occurred in the united states. The patient stated that the infusion set kept coming loose at quick release when he was chopping the wood. The site location was left abdomen and the pump was worn on the same side of the set. The infusion was in use for one day. The patient stated there was stress or pull on the tubing as he was chopping the wood and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 24-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated unomedical reference number (B)(4). Event occurred in united states. The patient stated that the infusion set kept coming loose at quick release when he was chopping the wood. The site location was left abdomen and the pump was worn on the same side of the set. The infusion was in use for one day. The patient stated there was stress or pull on the tubing as he was chopping the wood and the pump was not dropped with the set connected to the patient's body. No further information available.